Manufacturer narrative:
One device was received without its original package, in used condition. Two photos were also received and reviewed. During visual inspection a crack was observed at the luer connector which could cause leakage. A functional leak test was performed and the device failed confirming the complaint. Based on the analysis of the returned unit and the review of the mitigation measures during the manufacturing process it was determined that the root cause of the leak is associated with the luer of sample being cracked, which causes leakage, the defect in the raw material could not be reproduced using the assembly process tools. The cause of the crack remains unknown. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fluid leaked when trying to give an infusion. After checking the appearance, a crack was found in the part where the infusion bag was connected. It is not clear whether it was originally cracked or when it was connected. No patient involvement and no patient harm/adverse event reported.